Event description:
Information was received that the patient was experiencing pain was experiencing pain in the neck that was reportedly constant and worsened with stimulation. The device's settings were lowered due to the pain and the patient was referred for pain management. No additional or relevant information has been received to date.